Manufacturer narrative:
The ge healthcare service representative confirmed the flow sensor module was not seated correctly. The flow sensor module was replaced, and the unit was returned to service.

Event description:
A ge healthcare service representative reported the unit alarmed 'no inspiratory/expiratory flow sensor' during planned maintenance. This alarm would have prevented mechanical ventilation. There was no report of patient involvement.